Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve in aortic position. Approximately 7 years and 10 months later, the patient underwent a valve in valve (viv) with a 26mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien 3 valve due to moderate stenosis and severe regurgitation with a 26mmhg mean gradient. Patient symptoms consisted of heart failure. After the viv, there was a mean gradient of 3-4mmhg and no regurgitation. The procedure was uneventful and patient remained stable throughout. As per follow-up, the alve clinic coordinator reported that the consult notes revealed that the patient was admitted after diagnostic angiography. Before the patient was admitted, they were experiencing an increased frequency of chest pain alleviated by nitroglycerin at home. The patient endorsed to the primary team that this chest pain was worse with activity and that they had had no chest pain at rest. Patient also endorsed worsening shortness of breath on exertion over the last few months. Per the physicians most recent clinic note, the patient has also had multiple heart failure exacerbations over the past few months attributed to lung disease and decompensated heart failure. According to the medical record a tte was performed approximately 7 years and 10 months post implant. Results of the exam noted a bioprosthesis in the aortic position, mean gradient of 28mmhg, 3+ regurgitation of the aortic valve which appeared to be paravalvular. A CT gated heart with contrast was performed 2 days later. Results of the exam noted no evidence of paravalvular leak, calcified metallic stents likely related to degenerative changes and valve dysfunction, with no significant stenosis and no halt.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the event was unable to be determined but may have been related to progression of disease, and patient factors such as a history of aortic stenosis, hypertension, hyperlipidemia, coronary artery disease, diabetes mellitus type ii, heart failure, copd, and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are known potential risks associated with the use of bioprosthetic heart valves. The IFU cautions that accelerated deterioration of the valve may occur in patients with an altered calcium metabolism. Long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. During the manufacturing process, all sapien thv valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. The exact cause of the event is unknown but may have been due to patient age, implant duration, stenosis, regurgitation, congestive heart failure, and/or the mechanisms described above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26mm sapien 3 valve in aortic position. Approximately 7 years and 10 months later, the patient underwent a valve in valve (viv) with a 26mm sapien 3 ultra resilia valve inside the pre-existing 26mm sapien 3 valve due to moderate stenosis and severe regurgitation with a 26mmhg mean gradient. Patient symptoms consisted of heart failure. After the viv, there was a mean gradient of 3-4mmhg and no regurgitation. The procedure was uneventful and patient remained stable throughout.